Event description:
It was reported clinical prodisc-c trial study patient experienced left upper limb pain and numbness. Upon examination, the investigator noted beginning (B)(6) 2012, the patient was experiencing left upper limb numbness. It was also noted the severity of the event was mild, no impairment, and exercise as a course of action. The current state of event was ongoing with exercise as the treatment plan. On (B)(6) 2012, the patient returned to study site. The investigator noted beginning (B)(6) 2012, the patient was experiencing left upper limb pain. It was also noted the severity of the event was mild, no impairment, and exercise as a course of action. The current state of event was noted as ongoing with no treatment plan. The investigator concluded the events were possibly related to the type of surgery, and possibly related to the implant. The implant has not been explanted. This report is for an unknown prodisc-c implant. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown prodisc-c implant. Implant date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.